Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist instructed the customer to run quality controls (qc), which were flagged. The customer loaded new reagent onto the instrument and ran qc, which was then in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods, which were getting clog detect errors on the sample transfer arm 1. The cse replaced sample probe 1 (s1) and the aliquot reagent probe 1 (r1) and cleaned the aliquot drain. The cse followed up with the customer, who verified the instrument was functioning properly. A siemens headquarter support center (hsc) specialist reviewed the event details and service report and could not determine the cause of the event. The cause of the discordant, falsely low, flagged, vanc result is unknown. The cause of the operator reporting a flagged patient result is failure to follow instructions. As per the dimension vista 1500 operators guide: "abnormal assay [e143] - the result cannot be reported. Rerun the sample." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was flagged with an abnormal assay error, and was erroneously reported to the physician(s). The sample was repeated on the same instrument after troubleshooting, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.